Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the driving plate broke off of the handle during surgery. It was reported that the scrub nurse lacerated her hand on the resulting jagged weld.